Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patient's implantable pulse generator (ipg) was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.